Event description:
It was reported that the patient developed an unknown infection and underwent a pocket revision procedure. Nothing was explanted nor replaced.

Manufacturer narrative:
Date of event: exact date unknown, event occurred since implant.